Manufacturer narrative:
Analysis ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power, power supply faulty this did not occur while ventilating a patient. No patient involvement or consequences.

Manufacturer narrative:
Analysis ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power, power supply faulty. This did not occur while ventilating a patient. No patient involvement or consequences.